Event description:
It was learned via the patient registry that a patient with a 25mm 2700tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of three (3) years, nine (9) months due to unknown reasons. The explanted device was replaced with a 23mm 3300tfx pericardial valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined.